Event description:
It was reported that a power source alert occurred, specifically power source alert 07. No information about the impact on the customer's blood glucose level was provided. The customer was advised by technical support to connect the wall adapter to a known working outlet and wait for at least 30 consecutive minutes for the pump to begin charging. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.